Event description:
A report was received that the patient¿s remote control was randomly displaying error messages and the ipg was resetting. The database analysis was inconclusive. The patient will undergo an ipg replacement as the physician suspects device malfunction.

Event description:
A report was received that the patient¿s remote control was randomly displaying error messages and the ipg was resetting. The database analysis was inconclusive. The patient will undergo an ipg replacement as the physician suspects device malfunction.

Manufacturer narrative:
Additional information was received that the patient was doing well post operatively.

Event description:
A report was received that the patient¿s remote control was randomly displaying error messages and the ipg was resetting. The database analysis was inconclusive. The patient will undergo an ipg replacement as the physician suspects device malfunction.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The complaint was not verified. The reported code is an indication of the device reset resulted from low battery condition, or more commonly from the reed switch reset caused by magnetic-field effect. The device reset counter was 67 upon receiving, and was 68 after the functional test. The device was monitored for one week, and there was no increase of the reset count. This confirms that the device reset count was valid and not resulted from device malfunction. The device exhibited normal device characteristics.